Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Alleged failure: "eib alex , asr, touch calibration off. Light source would also cut off during the middle of use in a case, (B)(4)." The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause is due to ring not having esst spring design. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.